Event description:
It was reported an asymptomatic patient showed up at clinic with some short v-v intervals that caused a binned vt event. The noise stopped and the device returned to sinus prior to hv therapy delivery. Pre-surgery fluoroscopy showed externalized conductors right above the distal coil of the lead. The lead was explanted with a extraction sheath and replaced due to the oversensing. The lead will not be returned for analysis. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).